Manufacturer narrative:
(B)(4) 2014. - this report is follow up 001 to complete the information.

Event description:
The facility states while in the bed with the enabler rail in place, the resident reached down to pick something off the floor and when he tried to sit back up, he could not because his neck was resting under the rail. Minor injury is alleged.

Event description:
The facility states while in the bed with the enabler rail in place, the resident reached down to pick something off the floor and when he tried to sit back up, he could not because his neck was resting under the rail. Minor injury is alleged.

Manufacturer narrative:
Manufacturer spoke to the quality manager of the facility again on (B)(4) 2010. The quality manager advised that the patient reported pain, but did not suffer any serious injury. The quality manager stated the event is not the result of a product malfunction. The product is still in use by this patient at this facility. No further action is indicated.